Event description:
Customer reported receiving erratic readings of 52 mg/dl (at 10:18pm) and 372 mg/dl (at 11:18pm) from his freestyle freedom lite meter on (B)(6), 2010. Customer also reported receiving a glucose reading around 200 mg/dl and entered the number into his insulin pump before going to bed, then his wife woke him up because he was kicking and disoriented. Customer reported on (B)(6), 2010 at 3:30am, he experienced symptoms of hypoglycemia and incoherence with a glucose reading of 40 mg/dl. Paramedics were called and they treated customer with IV dextrose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's meter ((B)(4)) has been returned to the lab and product testing did not confirm the readings complaint. Meter glucose readings (54 mg/dl on (B)(6) at 10:18pm and 372 mg/dl on (B)(6) at 11:18pm) were found in the meter's hyperterminal; however, the reported readings of 200 mg/dl and 40 mg/dl were not found at the time of the reported event. All results were within range specification and no errors were observed during control solution testing. Note: the reported readings were not taken within 10 minutes making the readings invalid for comparison.